Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, the audio bolus button was responsive to user input. The button cover was removed to find moisture on the button contact. The under/over responsive audio bolus button issue was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked at the case seal to the left of the grip pad. Additionally, the display was dim with letters having a red hue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The reporter alleged the audio bolus button was under and over responsive. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.